Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on january 5th during a eviva procedure it was reported that foreign material was observed on the x-ray on the tissue sample and placed on a a petri dish. After further review the radiologist recommended a short term mammogram to be performed on the patient. No injury to the patient was reported.

Manufacturer narrative:
Eviva disposables received : visual inspection was conducted and there were no signs of physical damage. The foreign material found on the device was sent back for investigation this material was analyzed on (B)(6) and it was determined that the particle was made of polyethilene and it was surrounded by silicone grease. This matches with the materials of the cut block. The cut block was inspected under the microscope and it was found that it had damage and a missing part. Therefore, the complaint can be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.